Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump shows that the date was set incorrectly, it was behind by one day but the time was correct. There is no reported adverse event with this complaint. This report is made based on the allegation of the time/date issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: pump histories show pump was in use from 7:36pm 12/19/13 until 10:58am 12/20/13. Time in pump histories is congruent. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.